Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address osteolysis and loosening of the femur and tibial tray at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown. Poly wear of the insert and patella was also reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as lot code required was not provided. Requests for additional investigational inputs were made in accordance with b)(4) appendix a; rev. D. Patient x-rays were provided. Review of the supplied patient x-rays confirmed osteolysis. The investigation could not draw any conclusions regarding the root cause of the osteolysis. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.